Manufacturer narrative:
We have reached out to the consumer and requested add'l info. Thus far, we have not rec'd a response.

Event description:
Consumer claims that the neck massager was caught on fire while in use.